Manufacturer narrative:
Follow-up #1: date of submission 09/06/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 08/10/2016 with the following findings: during investigation, a review of the cgm history showed cs 206 cgm transmitter out of range warnings had occurred. During testing, a test transmitter paired successfully with the pump. During testing, blood glucose (bg) value was set to 120 mg/dl twice within two hours. Both bg calibration requests entered successfully. The pump and transmitter were run over night with a steady reading of 115 mg/dl within +/- 20%. No cs 206 alarm or other warnings occurred during testing. The original complaint of a cs 206 cgm transmitter out of range issue was not able to be duplicated during investigation. The pump¿s cover was removed and no intermittent condition was found to the cgm module or to the printed circuit board. Unrelated to the complaint, investigation revealed that the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 07/01/2016, the reporter contacted animas, alleging a cgm (dex 007) issue. It was reported that the transmitter out of range alerts (cs 206) had appeared in place of continuous glucose monitoring (cgm) readings for more than three hours while the cgm was within range. Multiple transmitters were used and the issue persisted. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user to miss their blood glucose (bg) trending and fail to react to any potential bg excursions.